Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, time was incorrect with a delay of 20 minutes. A reboot was performed however, the issue persisted, and a delay of approximately 20 minutes in medication dispensing was reported. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the system time was incorrect with a delay of 20 minutes. A technical support specialist (tss) dialed into the station using remote smart service (rss) and utilized command promptcmd) to change the system time. The system functioned as intended after technical support specialist troubleshot the device.